Manufacturer narrative:
In this case, the reported inability to remove the lock line during procedure could not be tested during the returned device analysis as the lock line was in three pieces when returned. The analysis observed a knot on the lock line which was obstructing the lumen. The returned device analysis also observed material split, cut or torn (lock line and steerable sleeve). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the reported mechanical jam (lock line) was due to the observed material deformation (knot on the lock line). A cause for the observed material deformation could not be determined. The observed material split, cut or torn (lock line and steerable sleeve) were due to the user technique. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report inability to remove the lock line. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was inserted and the leaflets were successfully grasped; therefore, the clip was attempted to be deployed. However, after removing roughly 8 inches of the lock line, it was unable to retract further. In an attempt to remove the clip, it was attempted to be unlocked. However, the clip was unable to unlock. Therefore, the clip had to be deployed, but the physician had to cut the device in order to remove the mandrel and lock line. No additional clips were implanted, and mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.